Manufacturer narrative:
A visual and functional inspection was performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Although no outer surface damage was noted on the balloon, it is likely that during advancement and/or inflation, the balloon outer surface became compromised and/or damaged resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. A command guide wire was used to cross the lesion and then a 5.5x150 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced for pre-dilatation. The pta catheter was inflated to nominal pressure and ruptured. The catheter was removed and a new armada 18 pta catheter was used to complete the procedure. No resistance was noted during resistance or removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.